Event description:
It was reported that, at implant attempt, when the lead was in the device header, the screw 'just went round and round without tightening or the ratchet noise happening.' It was also reported that when the screwdriver was taken out of the header, the screw was on the end of the driver. The device was not implanted. The patient status was noted as 'ok'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.